Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during prep for a stenting treatment procedure, a balloon perforation occurred.when trying to place the quantum maverick balloon on an unspecified guide wire, outside of the patient's body, the guide wire punctured a hole through the most distal end of balloon. Device did not come in contact with the patient.